Event description:
The pt received 2 scs leads with the same lot number. The pt reported not using his scs system for approx a year due to ineffective stimulation. Per the pt, there is too much scar tissue where his scs leads are, which prevents him from getting pain relief. Subsequently, the pt was implanted with a pain pump which resolved the pain issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.